Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6) 2024, the patient stated the receiver did not give an alert when she passed out and was hospitalized. The patient did not wish to provide further event details including what the cgm was reading, symptoms prior to passing out, treatment provided or how long they were in the hospital. At the time of the report, the patient was feeling fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.